Event description:
It was reported that difficulty removal occurred. An opticross imaging catheter was used during procedure. However, resistance was felt when removing the catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that difficulty removal occurred. An opticross imaging catheter was used during procedure. However, resistance was felt when removing the catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. Device was returned to manufacturer : unit lot number 22457038 returned in a generic plastic bag. The unit returned has sheath kinked. A damage was observed on the guidewire exit hole port assembly. A kink was observed in the telescope assembly.